Manufacturer narrative:
Follow-up from local ekos representatives indicated that the anatomy of the case was unremarkable and the iddc tracked without issue. The patient did not receive full lytic dose as it was reported that the manifold was leaking tpa. After the leak was discovered, it was reported that the patient needed to go to surgery as tpa was not delivered. The patient did well following surgery and was recently seen for follow-up. The catheter involved in the complaint was not returned to ekos for evaluation. Photographs were submitted by the complainant facility and the luer port shows signs of stress marks from over tightening. Since the device was not returned for evaluation at ekos, no definitive conclusion could be determined as to the root cause of the reported leak. Device not returned.

Event description:
On (B)(6) 2017 during a peripheral arterial occlusion procedure, the customer reported that the iddc was able to be placed with no issues up and over the bifurcation but the msd would not advance. A second ekos device was opened and a difficulty advancing the msd was reported. The second msd was ultimately placed successfully with the use of viperslide. Later on, the patient was reported to be in pain and the bed was discovered to be wet. The device was initially reported to be leaking from "between the white ekos and the blue part". Later clarification from the local representative indicated that the device was leaking from the manifold. The patient was then taken to surgery for bypass.